Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, lot# n302737010, implanted: (B)(6) 2011, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen (unknown type, concentration and dose) via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2017. It was reported the patient experienced acute withdrawals and was sent to the emergency room. The hcp was unable to aspirate anything from the catheter access port (cap). The patient was admitted to the hospital and was waiting for a catheter revision to be scheduled. There were no environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting were performed. The patient weight and medical history was asked but was unknown and will not be made available. The issue was not resolved. Patient status was alive - no injury. No further complications were reported.

Manufacturer narrative:
Intervention required is no longer an outcome attributed to this event.

Event description:
Additional information was received from a representative on (B)(6) 2017. It was reported that the patient was not having a catheter or pump revision/replacement. It was detailed that the managing doctor¿s physician assistant (pa) checked the logs and there were no incidents. They evaluated the patient with the neurosurgeon and it was determined that the patient was receiving baclofen therapy and their spasticity was controlled. The patient was discharged home. It was indicated that they had no other information to provide. No further complications were reported or anticipated.